Event description:
It was reported to philips that the equipment did not turn on. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. A philips field service engineer (fse) inspected the system onsite and identified that equipment did not turn on. Upon troubleshooting, fse found the cause is for corrupted suite pc software. To resolve the reported issue, the fse reinstalled the suite pc software, restored the backup. After the fse reinstalled the suite pc software, restored the backup, and verified system, system returned to use in good working order. The codes were updated based on the investigation outcome.